Event description:
It was reported that one day post implant, the left ventricular lead exhibited high thresholds. The device was reprogrammed and the lead remained implanted. The patient was in good medical condition.

Manufacturer narrative:
UDI (di): (B)(4).